Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(4). It was reported that a patient underwent a left total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, a mixed mass was noted. The collection measured 2.5 x 3.3 x 2.8 cm on the lateral area of the left hip. These findings were found due to follow up testing.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown. Manufacture date - unknown. Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in (B)(4) study.

Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in (B)(4) clinical study. It was reported that a patient underwent a left total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, a mixed mass was noted. The collection measured 2.5 x 3.3 x 2.8cm on the lateral area of the left hip. These findings were found due to follow up testing. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-02369 & 05264 / 05266).